Event description:
It was reported post-op a laparoscopic adjustable band procedure, the pt was not feeling restriction when the band was being filled. The surgeon did a fluoroscopy and it indicated that there was a leak around the balloon portion of the band. The band was explanted. Another band was implanted with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.